Event description:
During routinely scheduled maintenance it was observed that the devices "on" button did not always operate every time it was pressed. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physico-control evaluated the device and verified the reported failure. The main control keypad assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly. It was observed that the "on" button domes were worn. It was also noted that the left dome required more pressure to activate the switch.